Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse was able to confirm issue by reviewing system logs. Fse also found 417 errors, one of the redundant power supplies is failing in the patient side cart(psc) on both power supplies along with an 817 error, psc loss of ac power; switched to ultralife battery as well as an 860 error, psc battery related information: battery empty recalibration. Fse replaced the battery and the system power manager (spm). System tested and verified ready for use. Isi received the battery involved with this complaint and completed the device evaluation. Failure analysis (fa) was able to confirm the 816 fault. Fa installed unit into pca xi test system and power up patient side cart (psc) in normal mode. It was failing with battery is running for several minute after unplugged ac. The battery was tested with the returned spm. Isi received the spm involved with this complaint, but have not completed the device evaluation. A follow-up MDR will be submitted once fa completes the device evaluation. A review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support and by isi field service engineer while on site. Investigation revealed multiple errors that were related to the reported complaint occurred during the surgical procedure. This complaint is being classified as a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) resulted in the procedure being converted. Although there was no patient injury reported, if the reported issue were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, two recoverable 816 faults were received on the system. The customer contacted intuitive surgical, inc. (Isi) technical support and the isi technical service engineer (tse) reviewed the logs and confirmed the 816 errors, tse asked if the patient side cart (psc) had been unplugged or if the or had lost power, the customer could not confirm either. Tse informed customer that since they are connected to ac power the procedure could be performed, but if or loses power, the back up battery may not be guaranteed. There was no reported injury to the patient. The customer called back and reported the tiller led was red. The caller was concerned the patient side cart (psc) was operating on battery. Tse reviewed the live logs and confirmed the system was operating on wall power. Led was showing a red status due to the low battery. Tse advised the caller to power cycle the system. Additional log review was performed. Tse noted the ps2 has been experiencing a 417 consistently in the logs. Ps1 encountered a 417 error today and the psc was running on battery for an extended period of time prior to the 816 error being reported. The customer called back in during the same case to report that the psc turned off on it own. Staff was converting the surgery at this point. On 21-jan-2022, isi contacted the biomed and obtained the following additional information about the complaint: the procedure was converted to a laparoscopic surgery. There was no reported injury to the patient. Patient demographics, relevant testing, and medical history were requested, but was not given.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the spm involved with this complaint and completed the device evaluation. Failure analysis (fa) was able to reproduce the reported complaint. Investigation found error codes 860 and 816 with a soc of 35%. Fa tested the spm and battery together and the issue was replicated with the batteries. After removing the batteries from the test, the spm remained on the test for 2 days in normal operation without generating any errors.